Manufacturer narrative:
The product in complaint will not be returned to zoll circulation. Therefore, physical investigation cannot be performed.

Event description:
It was reported that the thermogard xp ivtm system smelled like burned plastic after it is turned on the display head does not work at all. The fuses were checked and seemed to be ok. No adverse pt sequelae was reported. No further info was provided.